Manufacturer narrative:
Eval: the iab was rec'd with the balloon membrane noted to be completely folded and damaged. The inner lumen within the membrane at the proximal taper was noted to be elongated. The membrane at the proximal taper was observed to be stretched and separated from the catheter tubing. It was not possible to pump the iab on the lab sys iabp due to the condition of the returned device. Probable cause of difficulty: based on the condition of the returned iab, it was not possible to determine the exact nature of the reported difficulty. In general, kinkinb of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or pt movement. 2. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use. The condition of the returned membrane indicated that difficulty may have been encountered removing the iab from the pt. Unfortunately, there was no mention of this on baxter japan's returned data sheet. (This follow-up MDR was mailed to the FDA on 1/15/98).

Event description:
The catheter kinked during insertion. (Event complications: none from the event-reported 11/18/97.) (Pt's current status: unk - rpt'd 11/18/97.)